Manufacturer narrative:
Updated manufacturing date from 07/01/2021 to 12/01/2021. Alleged failure: image quality issue. Transition board failure which causes, and extremely bright image and the camera does not get recognized on a 1688 ccu. This happened with 2 camera heads. The failure(s) identified in the investigation is consistent with the complaint. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overexposed image.

Event description:
It was reported that there was overexposed image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.